Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having headache, difficulty of breathing and, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Evaluation method code, evaluation results code, component code and conclusion code is corrected.

Manufacturer narrative:
In previous report additional narrative not captured, it is captured in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging throat and sinus problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that an unknown dust contaminant on the top cover, inside of the iso port, pca, side panel, blower cap, right side assembly, blower outlet bellow, blower, blower housing, bottom enclosure, and air inlet seal. Observed white hairlike contaminant on the top cover, pca, side panel, blower cap, right side assembly, blower, blower housing, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of the iso port, blower, and blower housing. Observed no odor through therapy and investigation. Observed the air inlet seal was discolored. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 11 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid. Box g: date received by mfg (rfb) mentioned wrong. In previous report due date mentioned wrong. Date returned (rfb) not captured.